Event description:
It was reported that the patient experienced a revision of an ams 700 inflatable penile prosthesis pump due to unspecified reasons. Another device was not implanted. Patient outcome was not reported. Should additional information become available, this complaint will be reassessed.